Event description:
The surgeon attempted to remove the locking bolt, and the bolt broke. A portion of the locking bolt remains in the patient and could not be retrieved. The screw could not be inserted in that hole because the broken fragment could not be removed. Device information for the acu-loc 2 plate involved in this event is unknown. This report is related to report number 3025141-2022-00079 which is for the plate involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. A porton of the locking bolt was returned for evaluation. The returned portion of the locking bolt was examined with magnification. The bolt was missing the threaded portion at the end opposite the knurled region; this end terminated in a fracture plane.the fracture plane was more akin to a ring due to the cannula and was largely perpendicular to the axis of the device. It was somewhat angled with a sharp lip; the plane was also largely flat with no indication of ductility. The returned portion of the device was measured and found to be 1.2235 inches, and the missing portion was calculated to be 0.0765 inches. A perpendicular fracture plane with light texturing and no notable ductility likely indicates a brittle failure mode. Brittle failure modes most commonly occur due to overtorquing events where a large torque is applied suddenly; however, due to unknown procedural conditions, no definitive conclusion can be made.